Event description:
It was reported that the insulin pump went completely dead, having been dropped a few days prior. Insulin pump was reportedly not exposed to moisture. Troubleshooting was performed. No relevant damage nor corrosion was noted. Following instruction to clean the battery cap contact and insert a new battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.